Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file revealed a pump stoppage event. The customer requested a new ungrounded power module patient cable. No patient symptoms were reported. No additional information was provided.

Manufacturer narrative:
The reported total loss of power to the system controller was confirmed through the evaluation of the submitted system controller log file. The log file captured low speed advisory, low speed hazard, and low flow hazard alarms followed a pump stop. A time stamp reset was captured indicating a complete loss of power to the system controller. Once power was restored, the pump ramped back up to the set speed and no atypical alarms were captured for the remainder of the log file. The patient remains ongoing on lvad support with no additional events reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.